Manufacturer narrative:
The evaluation showed, that the axle bolt in the upper back part on the left is loose. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer the axle bolts came out. The patient did not fall.